Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the doctor was unable to fill the patient's pump in the office on (B)(6) 2021, the doctor then retried the following day under x-ray and determined the pump was flipped.  The surgeon scheduled a pocket revision to rectify the situation. Surgery was scheduled for (B)(6) 2021. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue.